Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a cassette loading error. There was no patient involvement.

Manufacturer narrative:
D9: product received date 10/1/2024. H3: one device was returned for repair with reported complaint of cassette loading error. Review of event log found no error codes. No service history was found. Visual and functional tests were performed. The downstream occlusion (dso) seal was delaminated. The reported error code was not replicated. Replaced the downstream occlusion seal. Updated software. Device passed all tests post repair.